Event description:
When the nurse successfully inserted the catheter, she began to pulling the needle out and found it separated from the stylet and needle in the catheter. The nurse then had to withdraw the catheter.

Manufacturer narrative:
One used unit and one rep unit were received on 4/30/08 for the investigation. The used unit is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.